Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 280 mg/dl after running out of a libre 3+ sensor, which stopped insulin delivery for over 12 hours. The user was transported to the ER by ems and discharged the same day without treatment. The user resumed sensor use and bg returned to range after reconnecting to the ilet.